Event description:
A customer reported the first day in their insulin dose was increased by a nurse from 20 to 22 units, the customer reportedly experienced a hypoglycemic event and loss of consciousness. The paramedics were called and the customer was reportedly treated with glucose tablets and "hypo stop". There was no report of medical diagnosis for severe hypoglycemia. The customer reported the paramedics told them their insulin dose was too high. Additionally, the customer reported obtaining a reading of 5.5 mmol/l on their meter and comparing to a reading of 3.7 mmol/l obtained on the paramedic's meter. It is unclear if the adc meter reading was taken before or after the reported event or if the customer adjusted their medication based on the adc meter reading. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Customer returned meter . The high reading complaint was not confirmed and no new issues were observed. All results were within range spec, the standard deviation was within spec and no errors were observed during control solution testing. Note: the customer did not reportedly wash hands prior to testing.